Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the surgeon tried to deploy the first anchor but it did not work and ended up pulling everything out. Additionally it was noted a wire is also sticking out of the device but this was noticed after everything was pulled out. The surgery was completed with a second device. No patient harm was reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 visual examination of the returned product identified the juggerstitch was returned without any packaging components/materials. The black push button had been pushed forward and one anchor and partial sutures remain in the needle tip. The pusher wire with teeth is bent and sticking out of the needle tip as well. The needle tip near the end of the needle is also bent. The second blue anchor and remaining sutures were not returned with the device. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.